Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value; the distal sheath adhesive had a chip and was cracked with a white clouded area; the adhesives around the objective lens and the lens guide had a white clouded area; and scratches were found on multiple locations of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the gastrointestinal videoscope displayed a cloudy image. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which was causing insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined, as it is unknown if the reprocessing was implemented in line with the device IFU and no additional event information was reported or is available. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿. ¿warning¿ ¿9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents¿. ¿inspection of the objective lens cleaning function¿. ¿1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Reprocessing survey info: the device was cleaned and disinfected prior to returning to olympus. There was no delay in pre-cleaning. Water and air were flushed through the nozzle. It is unknown if the nozzle was wiped/brushed with a clean lint-free cloth, brush or sponge. Olympus will continue to monitor field performance for this device.